Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia and diabetic ketoacidosis (dka) on (B)(6) 2019. It was reported that the customer had high blood glucose levels ranged from 20.0 mmol/l to 23.0 mmol/l. It was reported that the customer passed out for a bit and was treated with intravenous drip and insulin. It was reported that the customer also reported that the insulin pump fell and was broken. It was reported that the location of the damage was the bottom of the insulin pump. Troubleshooting was performed. The customer was advised to disconnect from the insulin pump. Product is expected to return.